Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was not returned to zoll for evaluation. The evaluation was performed by zoll service personnel at the customer's site. The reported complaint of "the thermogard xp ivtm system displayed tcmid:02 (ce danfoss error) error message upon powering on" was confirmed during the event log review but not confirmed during the functional testing. The system passed functional testing without any error and performed as intended. However, archive data review showed errors characteristic of a possibly damaged danfoss module. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the initial functional test without any error or fault. The event log review showed occurrence of tcmid:02 (ce danfoss error) error message on the reported complaint date. Upon customer approval, further investigation of the thermogard xp ivtm system will be performed at zoll service depot. A supplemental report will be filed when the product is returned and the investigation has been completed. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During self test, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error ) error message upon powering on. No patient involvement.